Event description:
It was reported that the customer went into the pool while wearing the pump, and the pump was no longer working. The customer's blood glucose was 115 mg/dl. The customer stated that there was fluid under the lcd display but that it had just dried out. The customer also stated that there was a screen crack. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with moisture damage noted on electronics assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked reservoir tube and cracked battery tube threads. (B)(4).